Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate therapy for atrial fibrillation. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Functional testing was normal.